Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and there was reverse blood from the hemostatic valve of the vizigo sheath. This occurred after the smart touch ablation catheter was inserted into the sheath and when the catheter was removed. The vizigo sheath was used as it was, and the procedure was completed. The hemostatic valve itself was not broken or dislodged. No air entered the patient's body. No patient consequences were reported.

Manufacturer narrative:
E1 (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 20-mar-2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and there was reverse blood from the hemostatic valve of the vizigo sheath. This occurred after the smart touch ablation catheter was inserted into the sheath and when the catheter was removed. The vizigo sheath was used as it was, and the procedure was completed. The hemostatic valve itself was not broken or dislodged. No air entered the patient's body. No patient consequences were reported. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Visual and backpressure test of the returned device were performed in accordance with bwi procedures. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the vizigo sheath. Back pressure test was performed, and values were observed within specifications, no bubble or water leakage issues were observed. A device history record evaluation was performed for the finished device number 00002491 and no internal action was found during the review. The issues reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).